Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected a patient in the lips 1ml of juvederm ultra. One year later, patient was injected with 1ml of juvederm ultra in the lips, nasolabial folds, and chin. Five years post-injection, patient developed biopsy-confirmed granuloma, peeling, discomfort and biofilm. Patient was treated with an antibiotic for the biofilm, steroids and tacrolimus. Symptoms are ongoing. This record relates to the second injection of juvederm ultra.